Manufacturer narrative:
Catalog number unknown at this time. Device description reported as 36mm neutral e liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device patient retained.

Event description:
The patient had an x-ray taken for a back issue. The surgeon noted via x-ray that there was lysis around the cup. Intraoperatively the surgeon did not find any wear or issues with the cup. The surgeon revised the head and poly.